Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the gelatin sponge of a 5f exoseal vascular closure device (vcd) did not exit the sheath, and the seal was unsuccessful in stopping the bleeding, which could have resulted in serious injury. Compression was applied to stop the bleeding. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the gelatin sponge of a 5f exoseal vascular closure device (vcd) did not exit the sheath, and the seal was unsuccessful in stopping the bleeding, which could have resulted in serious injury. Compression was applied to stop the bleeding. There was no reported patient injury. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was performed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed, as no obstruction or damage was found in any component that could be related to the compromised deployment mechanism. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device, as it was received fully deployed. The functional analysis could not be performed since the device was received fully deployed. There were no anomalies of the internal mechanism of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the gelatin sponge of a 5f exoseal vascular closure device (vcd) did not exit the sheath, and the seal was unsuccessful in stopping the bleeding, which could have resulted in serious injury. Compression was applied to stop the bleeding. There was no reported patient injury. The device is being returned for evaluation. Based on the limited information provided and without the return of the device, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty unable" could not be confirmed. Procedural, anatomical, and/or handling factors could have contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Lot information was provided. Section d4 updated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.